Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure to treat benign prostatic hyperplasia (bph) two fibers were forward firing. The fiber was replaced and the procedure was completed using a third fiber. There were no patient complications reported. This report is for the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found a significant bend in the proximal tip and it is likely that the fiber was broken underneath the silver cap causing the resulting energy to transfer to the metal cap. It is likely that the fiber tip bent as it was being removed from the package, and/or as it was being inserted into the scope, or as it pressed against patient tissue thereby causing the bend. The IFU states do not excessively manipulate or bend the fiber. The initial reported allegation of fiber forward firing was confirmed. However, the rate of forward firing is below the 10% threshold for potential patient harm. Based on the information available, the investigation was assigned the conclusion code of unintended use error caused or contributed to the event.

Event description:
It was reported that, during photoselective vaporization procedure for the treatment of bph, two fibers presented with beam forward firing issue. The fiber was replaced, and the procedure was completed using a third fiber of same model with no patient complications. This complaint is for the second defective fiber (batch/lot 34748851).